Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information had been requested and received stating that the lens was found whole before the implant, and scratched after the implant. The patient has no impact on patient's visual acuity due to the scratch. Based on this information the cartridge is considered to be the suspect and the intraocular lens (iol) is no longer a suspect, hence the file will be non-reportable.

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There were no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens was implanted and doctor saw that the lens was scratched. There was patient contact but no patient impact. Additional information had been requested and received stating that the lens was left implanted and there are no vision issues.